Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric into the second part of the duodenum to treat gastroduodenal obstruction (goo) due to unresectable malignant tumor during an endoscopic ultrasound (eus)-guided gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the stent was delivered and implanted successfully; however, first flange expansion was noted to be slow. The stent remains implanted, and the procedure was completed successfully. On the same day post the index procedure, the patient was diagnosed with peritonitis which led to the prolongation of the index hospitalization. On (B)(6) 2024, 15 days post index procedure, computed tomography (CT) imaging was performed, and ascites retention was confirmed, and ascites catheter placement was performed. Additionally, the patient was given medication. Additional information received on may 20, 2024, and may 28, 2024. It was reported that on (B)(6) 2024, post index procedure, the patient experienced pyrexia during the night. On (B)(6) 2024, 1 day post index procedure, computed tomography (CT) scan revealed no pneumonia, ascites slightly increased, intra-abdominal levels are generally high and bile ducts have tended to be occluded. The laboratory endoscopy revealed wbc and c-reactive protein (crp) markedly increased, and creatinine also worsened, exacerbation of inflammation, renal function also decreased, severe edema, mushy stool noted, no pyrexia but acetaminophen exists, and also abdominal distension noted. The CT scan showed that ascites and pleural effusion began to increase. On (B)(6) 2024, ascites puncture was performed. Vasopressors were started from a small dose in the ward. The reported adverse event of peritonitis has been updated to recovering/resolving. Additional information received on august 1, 2024. The reported adverse event of peritonitis has updated the outcome from "recovering/resolving" to "resolved" with resolution date of (B)(6) 2024.

Manufacturer narrative:
Block b5 has been updated with the additional information received on august 1, 2024. Block h6: imdrf patient code e1024 captures the reportable patient complication of peritonitis. Imdrf patient code e1004 captures the reportable patient complication of ascites. Imdrf impact code f2203 captures the CT imaging performed. Imdr impact code f08 captures the hospitalization. Imdrf impact code f19 captures the ascites catheter placement performed. Imdrf impact code f2303 captures the medication given to the patient.

Manufacturer narrative:
Block h6: imdrf patient code e1024 captures the reportable patient complication of peritonitis. Imdrf patient code e1004 captures the reportable patient complication of ascites. Imdrf impact code f2203 captures the CT imaging performed. Imdr impact code f08 captures the hospitalization. Imdrf impact code f19 captures the ascites catheter placement performed. Imdrf impact code f2303 captures the medication given to the patient.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric into the second part of the duodenum to treat gastroduodenal obstruction (goo) due to unresectable malignant tumor during an endoscopic ultrasound (eus)-guided gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the stent was delivered and implanted successfully; however, first flange expansion was noted to be slow. The stent remains implanted, and the procedure was completed successfully. On the same day post the index procedure, the patient was diagnosed with peritonitis which led to the prolongation of the index hospitalization. On (B)(6) 2024, 15 days post index procedure, computed tomography (CT) imaging was performed, and ascites retention was confirmed, and ascites catheter placement was performed. Additionally, the patient was given medication. Note: it was reported that the axios stent and electrocautery- enhanced delivery system was used during an eus-guided gastrojejunostomy using hot axios for symptoms associated with gastroduodenal obstruction (goo) due to unresectable malignant tumor. Per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The stent is not indicated for use during an eus-guided gastrojejunostomy using hot axios for symptoms associated with gastroduodenal obstruction (goo) due to unresectable malignant tumor.

Manufacturer narrative:
Blocks b5, b7 and h6 (patient code) have been updated with the additional information received on may 20, 2024, and may 28, 2024. Blocks b5, and h6 (device code) have been corrected to remove the user error statement. Block h6: imdrf patient code e1024 captures the reportable patient complication of peritonitis. Imdrf patient code e1004 captures the reportable patient complication of ascites. Imdrf impact code f2203 captures the CT imaging performed. Imdr impact code f08 captures the hospitalization. Imdrf impact code f19 captures the ascites catheter placement performed. Imdrf impact code f2303 captures the medication given to the patient.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric into the second part of the duodenum to treat gastroduodenal obstruction (goo) due to unresectable malignant tumor during an endoscopic ultrasound (eus)-guided gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the stent was delivered and implanted successfully; however, first flange expansion was noted to be slow. The stent remains implanted, and the procedure was completed successfully. On the same day post the index procedure, the patient was diagnosed with peritonitis which led to the prolongation of the index hospitalization. On (B)(6) 2024, 15 days post index procedure, computed tomography (CT) imaging was performed, and ascites retention was confirmed, and ascites catheter placement was performed. Additionally, the patient was given medication. Additional information received on may 20, 2024, and may 28, 2024: it was reported that on (B)(6) 2024, post index procedure, the patient experienced pyrexia during the night. On (B)(6) 2024, 1 day post index procedure, computed tomography (CT) scan revealed no pneumonia, ascites slightly increased, intra-abdominal levels are generally high and bile ducts have tended to be occluded. The laboratory endoscopy revealed wbc and c-reactive protein (crp) markedly increased, and creatinine also worsened, exacerbation of inflammation, renal function also decreased, severe edema, mushy stool noted, no pyrexia but acetaminophen exists, and also abdominal distension noted. The CT scan showed that ascites and pleural effusion began to increase. On (B)(6) 2024, ascites puncture was performed. Vasopressors were started from a small dose in the ward. The reported adverse event of peritonitis has been updated to recovering/resolving.